Event description:
Staff nurse was inserting a PICC with PICC-shield 20 ga single lumen with guide wire. The vein was easily cannulated with the introducer needle. The nurse was unable to thread the catheter through the introducer needle lumen because the catheter diameter was larger than the needle lumen. A new catheter, 20 g, was obtained from a pic tray produced by another MFR. It was inserted without difficulty through the co's introducer needle. The PICC tray was a sample rptr was evaluating. The contents of the tray used were discarded because they were contaminated. There is one sample tray lot #06073 being saved. Rptr spoke to co on 1/3/94. Co is sending a replacement for the tray in exchange for return of that tray.